Manufacturer narrative:
Concomitant product(s). Model: 5076-45, lead; implanted: (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, non-capture, high impedance, and oversensing with several short interval counts (sic). A lead revision was completed where the pace/sense, low voltage portion of the rv lead was capped and new pace/sense, low voltage lead was implanted. No patient complications have been reported as a result of this event.